Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during expansion while performing hemostasis following treatment of the right superficial femoral artery. The device was removed and hemostasis was achieved by manual compression. There was no reported patient injury. The device was inserted through a 5f short sheath placed via ipsilateral antegrade puncture of the right common femoral artery and the procedure was performed under ultrasound guidance. The superficial femoral artery inner diameter was slightly less than 6 mm and calcification was present, so the balloon was initially expanded only to the extent that it could be visualized by ultrasound and the device was pulled back until it exited the superficial femoral artery. When an attempt was made to expand the balloon to the specified size, the tension indicator did not appear. Fluoroscopy confirmed leakage of contrast medium from the balloon and the balloon was judged to have ruptured. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. Based on the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site (as was mentioned) and/or concomitant device factors (such as a damaged procedural sheath) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during expansion while performing hemostasis following treatment of the right superficial femoral artery. The device was removed and hemostasis was achieved by manual compression. There was no reported patient injury. The device was inserted through a 5f short sheath placed via ipsilateral antegrade puncture of the right common femoral artery and the procedure was performed under ultrasound guidance. The superficial femoral artery inner diameter was slightly less than 6 mm and calcification was present, so the balloon was initially expanded only to the extent that it could be visualized by ultrasound and the device was pulled back until it exited the superficial femoral artery. When an attempt was made to expand the balloon to the specified size, the tension indicator did not appear. Fluoroscopy confirmed leakage of contrast medium from the balloon and the balloon was judged to have ruptured. The device will not be returned for evaluation.